Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse observed drips of fluid from the probe following instrument startup and voteouts (non-numerical result) on the white blood cell (wbc) results. The fse proceeded to replace the vacuum isolator chamber (vc1) and associated tubing along with the hydrophilic and diluent filters to resolve the leak. The fse also bleached the wbc bath and adjusted the aperture voltage ratio (avr) target settings to resolve issues with the wbc bath. Results: failure mode of the leak is attributed to vacuum isolator chamber (vc1) and associated tubing along with hydrophilic and diluent filters. The fse also bleached the wbc bath and adjusted the avr target settings to resolve the issue with aperture alerts. (B)(4).

Event description:
The customer reported that approximately 1 to 2 ml of diluent leaked from the probe of the coulter act diff analyzer during startup. The customer attempted to run quality controls (qc) and the instrument generated aperture alerts for white blood cell (wbc) and differential parameters. The customer was wearing personal protective equipment consisting of a laboratory coat, gloves, and glasses at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event.